Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17063052 is 07613203012430. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after a secondary administration set has been connected to a primary administration set and the pump has been programmed using the IV guardrail drug library, the secondary medication has been observed to back flow very quickly into the primary bag. This has occurred before and after starting the secondary medication, while noting that the correct heights are in use, as well as, the roller clamp on the secondary line has been opened. This has occurred with (B)(6) nurses administering secondary medications to patients and there was no report of patient harm.